Event description:
Fatigue, dry eyes, heart palpitations, extreme cold hands and feet, very low blood pressure, dry skin, red eyes. Suspected heart attack; numb, fibromyalgia, endometriosis, insomnia, hair loss, exercise induced fatigue. (B)(4).